Event description:
Event description guidant/crm received information that there was a rise in this patient's thresholds. The patient has sinus bradycardia with pacing in the atrium. They extended the av delay to mimimize the ventricular output. It may be a micro-dislodgment, the physician elected to leave the lead implanted.